Event description:
It was reported that the balance middleweight (bmw) universal ii guide wire tip was shaped and then advanced through the guiding catheter; however, when advanced out the tip of the guiding catheter, the wire tip was stretched. Upon removal from the guiding catheter, it appeared the inner part of the wire had come loose from the outer part. The wire did not break and there was nothing left in the anatomy. The same issue occurred with a different bmw universal ii during this procedure. A third bmw universal ii was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: copilot. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional balance middleweight universal ii, referenced in b5 is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. Although there was no separation noted, it is likely that the stretched coils are what were perceived by the account as the coils coming loose. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.